Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. The tubing set was delivering an unspecified concentration of piperacillin and tazobactam, at an unspecified rate, via a gemstar pump. After an unspecified length of time, it was reported that the patient noted an unspecified volume of air distal to the air eliminating filter of the tubing set. It was reported that this occurred for a duration of 12-14 hours. The customer contact reported that the air entered the tubing set through an injection port of an unspecified solution container. It was reported that the injection port was covered with tape and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The lot number of the device that was in use is unknown. A device from a possible lot number (plots) 111355h is expected to be returned for investigation. Is has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.